Manufacturer narrative:
Returned device was observed to have a 36.6 cm long ptfe scrape in the middle of the guidewire extending to either side of the shaft markers. More ptfe was removed from the proximal end of the wire. Towards the distal end, the ptfe scrape was observed to be a thin line. When examined under magnification, a bend/kink and exposed metal was seen on the guidewire shaft and scratch lines were visible where the ptfe had been scraped off. Guidewire assembly and ptfe coating batch record reviews found no anomalies. The undamaged portion of the device passed the coating adhesion test. The scrape appears to have been caused by mechanical abrasion during the clinical procedure.

Event description:
Physician reported that, during angioplasty, after withdrawing, he saw a coating delamination and small greenish fragments and mentioned that there might be a potential embolization risk for the patient. Physician reported that the patient was discharged home and had no other event as of (B)(6) 2020. Procedure took place in brazil.